Manufacturer narrative:
H10: internal complaint reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a right knee meniscus repair, the surgeon used one (1) fast-fix flex curved for the lateral meniscus, with the two anchors successfully deployed, the surgeon used a probe to assist in the tightening of the loop. However, some resistance was felt during the tightening and the suture broke off. The surgeon noticed that the suture was fraying, and only left a thin suture holding on. A knot pusher was used to push the knot while pulling, and the surgeon cut off the remaining suture, but the results was not up to standard as due to the fraying and the surgeon could not advance the loop further. Both t implants were left inside the patient but could not be tighten to the desired tightness because of the breaking of the suture. The repair was partially achieved, and no backup fast-fix device was used. There was a surgical delay less than 30 minutes and no further complications were reported.